Manufacturer narrative:
On 05/03/18, it was reported to mentor that the device evaluation has been completed. Upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. Product evaluation¿s visual examination indicated the device appears intact. No anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. Mentor performs 100% inspection and testing of all devices prior to release. For the capsular contracture, it is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: saline mentor breast implants of unknown type. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a breast augmentation primary procedure with saline mentor breast implants of unknown type and experienced deflation on the left breast implant and a capsular contraction baker¿s grade ii on the right breast implant. Deflation and capsular contraction were diagnosed by the healthcare professional by mammogram on (B)(6) 2018. As a result, the patient had undergone explantation without replacement on (B)(6) 2018. This medwatch is for the right breast implant.